Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's samsung s9 2849335 android version 12 with an unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with a samsung s9 2849335 android version 12 with an unknown operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating/clammy and was unable to self-treat, requiring treatment there was no report of death or permanent impairment associated with this event.. As a result, customer was not alerted of changes in glucose level and experienced dizziness and was unable to self-treat, requiring treatment of dextrose by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc application in use with a samsung s9 2849335 android version 12 with an unknown operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating/clammy and was unable to self-treat, requiring treatment there was no report of death or permanent impairment associated with this event.. As a result, customer was not alerted of changes in glucose level and experienced dizziness and was unable to self-treat, requiring treatment of dextrose by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed.  An extended investigation has been performed for the returned sensor and did not observe any abnormalities. Attempted to replicate the user's complaint using a using a known good android device and librelink app. The sensor was able to communicate without any issues. As the customer's complaint was not observed, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.